Event description:
It was reported that the pump would not charge with multiple charging cables and power sources. The customer reported that the cables were unable to fit into the usb port of the pump. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.